Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for possible atrial fibrillation with rapid ventricular response. The rate was detected in the programmed ventricular fibrillation (vf) zone and the device performed as programmed. The ICD remains in service and no adverse patient effects were reported. It was additionally reported that the ICD delivered atp for a rhythm in the vf zone that appeared to have a rhythmmatch value of 96%, as the detection feature being utilized was rate only. One 41 joule shock was then delivered, and the rate dropped below the programmed therapy zone. The ICD remains in service. Additional information received indicated that the ICD recently delivered atp and two 41 joule shocks for what appeared to be a conducted atrial arrhythmia (detected in vf zone, rate 201-248bpm). Further review of the device programming was recommended.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for possible atrial fibrillation with rapid ventricular response. The rate was detected in the programmed ventricular fibrillation (vf) zone and the device performed as programmed. The ICD remains in service and no adverse patient effects were reported. It was additionally reported that the ICD delivered atp for a rhythm in the vf zone that appeared to have a rhythmmatch value of 96%, as the detection feature being utilized was rate only. One 41 joule shock was then delivered, and the rate dropped below the programmed therapy zone. The ICD remains in service. Additional information received indicated that the ICD recently delivered atp and two 41 joule shocks for what appeared to be a conducted atrial arrhythmia (detected in vf zone, rate 201-248bpm). Further review of the device programming was recommended. Recently, on october 1, 2024, the ICD delivered atp and another 41 joule shock for a conducted atrial arrhythmia in the vf zone, rate 207-278 beats/minute. Further review was recommended.